Event description:
The manufacturer received information alleging an external flow sensor failed on a trilogy ev300 ventilator there was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a philips field service engineer, the failure was confirmed. The service engineer states that the flow sensor was replaced to resolve the issue.